Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer reported a constant tone occurred on the insulin pump after a battery change. The customer's blood glucose was unknown. The customer stated the alarm did not disappear with a new battery insertion. The customer was advised to let the insulin pump rest without a battery for 2 hours and call back. The insulin pump will not be returned for analysis.